Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue is not evident. A review of alarm trace data showed multiple abnormal aspiration alarms near the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined. Patients in ivf treatment are not "healthy" with respect to their hormone status; this is due to 1) hormonal disorders causing conception to fail (multiply), and due to 2) the hormone stimulation treatment. This particular patient status and the patient treatment causes unidentifiable and even patient-specific metabolites, that interact with the detection system of e2 iii and can cause cross-reactivity detection.

Manufacturer narrative:
Correction to patient 3 medication: incorrect= "temco (once daily - patient 3)" correct = fernco (once daily - patient 3). All patients are female. Medwatch fields a3 and d10 have been updated.

Manufacturer narrative:
The serial number of the e 601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys estradiol iii assay on a cobas 6000 e 601 analyzer. The first sample initially resulted in an estradiol value of > 3000 pg/ml with a data flag. The sample was automatically repeated with dilution, resulting in a value of 2249 pg/ml. The second sample initially resulted in an estradiol value of > 3000 pg/ml with a data flag. The sample was automatically repeated with dilution, resulting in a value of 2360 pg/ml. The third sample initially resulted in an estradiol value of > 3000 pg/ml with a data flag. The sample was automatically repeated with dilution, resulting in a value of 2397 pg/ml. The fourth sample initially resulted in an estradiol value of > 3000 pg/ml with a data flag. The sample was automatically repeated with dilution, resulting in a value of 2601 pg/ml.